Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure bleeding at the apical access site was noted. The patient¿s apex was noted to be thin on CT. There was difficulty advancing the guidewire across the native aortic annulus due to the guidewire¿s trajectory, which kept positioning it in the left atrium. The guidewire was removed and the physician re-punctured the apex at a new angle, after which the guidewire easily crossed the native aortic annulus. Balloon aortic valvuloplasty (bav) was performed with the 20x3 edwards balloon with rapid pacing at a rate of 180bpm and the patient¿s blood pressure (bp) normalized following the discontinuation of rapid pacing. The 26mm sapien valve was positioned across the native aortic annulus and an angiogram was performed with rapid pacing at 180bpm. Upon termination of rapid pacing the patient was hypotensive. The medical team thought that it was possible that there was bleeding from the apex and that the hypotension was possibly from volume loss. Blood was hung, pressors were started and epi was given. An intraaortic balloon pump (iabp) was inserted and the patientbecame severely hypotensive. The sapien valve was pulled back into the left ventricle. It was noted on tee that there was little to no cardiac motion. Cardiopulmonary resuscitation (CPR) was started and the patient¿s bp rebounded to 250mmhg. Pressors were then turned off and the patient¿s bp slowly normalized. The sapien valve was advanced and implanted with rvp at a rate of 180bpm. The patient again became severely hypotensive and quickly degraded to ventricular fibrillation (vf). The patient was defibrillated six times and became asystolic. Pacing was initiated,the iabp was resumed and there was rebound hypertension. Tee assessment of the valve once the bp was normalized showed trace paravalvular leak (pvl). The apex was successfully closed and the patient was transferred to the intensive care unit (ICU) in stable condition.

Manufacturer narrative:
Reference manufacturing report number 2015691-2013-20983. The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. Although the cause of the access site bleeding in this case cannot be confirmed, it is possible that patient factors (notably thin apex on CT) and procedural factors (two punctures to the apex) may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.